Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient did not void at all by using the intermittent catheter and went to the doctor. Per follow-up via phone on 28dec2021, the customer stated that the issue was not the catheter, but with the customer's body and also stated that the customer was fine now and no longer using catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient did not void at all, and going to the doctor and asked for the liberator representative to call back.